Event description:
User reported that during bypass, all looked good, but then the pump stopped due to level alarm. According to perfusionist it was not possible to disable the level at all because it was "greyed out". As blood flow was zero and it was not possible to restart the pump, they closed venous and started hand cranking giving volume back to the patient. After that they replaced the cradle of the level sensor. Then spectrum clinical specialist entered room, while reservoir full yellow led was off and red was on. The user disconnected the level sensor and reconnected. The user had to press the sensor better into cradle and then both leds were on. The user continued bypass without further issue. There was no patient harm as a result of this issue.

Manufacturer narrative:
Initial investigation comprised of a review of the logs, prior to the product returning. This indicated that the system was in initiation mode so could not disable the level sensor. The level sensor had alarmed and stopped the pump. If the user had disabled initiation mode, the user would have been able to restart the pump. Investigation is to be completed to determine full root cause and determine reason for initial level sensor alarm. The testing of the actual device will commence on arrival back to the manufacturer.

Manufacturer narrative:
Initial investigation indicates that the system was in initiation mode so could not disable the level sensor. The level sensor had alarmed and stopped the pump. If the user had disabled initiation mode, the user would have been able to restart the pump. Investigation is to be completed to determine full root cause and determine reason for initial level sensor alarm.

Event description:
User reported that during bypass, all looked good, but then the pump stopped due to level alarm. According to perfusionist it was not possible to disable the level at all because it was "greyed out". As blood flow was zero and it was not possible to restart the pump, they closed venous and started hand cranking giving volume back to the patient. After that they replaced the cradle of the level sensor. Then spectrum clinical specialist entered room. While reservoir full yellow led was off and red was on. The user disconnected the level sensor and reconnected. The user had to press the sensor better into cradle and then both leds were on. The user continued bypass without further issue. There was no patient harm as a result of this issue.